Event description:
There was an allegation of questionable elecsys insulin results for 3 patient samples on a cobas e 801 analytical unit. Patient 1: the initial result was <0.4 uiu/ml, and the repeated result was 15.6 uiu/ml. Patient 2: the initial result was <0.4 uiu/ml, and the repeated result was 12.3 uiu/ml. Patient 3: the initial result was <0.4 uiu/ml, and the repeated result was 13.4 uiu/ml. The repeated results were obtained on (B)(6) 2026.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.